Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and while on support, the patient experienced atrial fibrillation/flutter and pump saturation with pump failure. The patient was brought to the catheterization lab for a right and left heart catheterizations. During the heart catheterization, the patient decompensated. A lesion was noted in the left anterior descending (lad) artery. The impella cp was implanted and then percutaneous coronary intervention (pci) to the proximal lad and distal left main arteries was completed. After the pci, the impella remained, and the patient was sent to the unit on support in stable condition. The patient was placed on continuous renal replacement therapy. Additionally, the nurse reported the patient was cardioverted from atrial fibrillation to normal sinus rhythm. Pump flow saturation was indicated as well as a position in ventricle alarm triggered. The nurse reduced the performance level to p-2 and called for an echocardiogram. The next day, the patient was having atrial flutter. The decision was made not to cardiovert as the patient's blood pressure was low. The following day, however, the patient was still with atrial flutter and was shocked two times. Eight days later, the nurse inquired about the left ventricle waveform above placement signal. The nurse was advised that the pump was not in a flow saturation situation. Flows were equalized, and flows were higher at 4.0 at performance level p-7. The nurse was advised to inform the care team of impending pump failure and have a backup plan available for either pump removal or exchange. The pump eventually failed, and the patient was planned for explant of the device which was completed. Treatment plan thereafter is unknown. The patient's outcome after explant was indicated as unknown as well. However, there was no report or indication of non-survival.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of saturated flow, pump stop, and vf/vt/af/at has been completed. Pump was not returned for investigation. As per data logs, there was a 119 alarm which is an electrical open alarm. There is no clinical information provided about the reason of the pump stop. Therefore, the root cause of the pump stop issue was an open electrical line but the reason is unknown. Data logs were investigated and there was no motor current spike observed prior to the saturated flow. On p8 the flows observed very over 3.4l/min which is the upper limit for the p-level. There were no placement signal trends observed or any purge spikes observed. The data logs are inconclusive and without the pump the failure cannot be further investigated. Therefore, the root cause of the saturated flow issue was not determined since product was not returned and data logs were inconclusive. As the necessary information was not provided, the root cause of the vt/vf was not determined.